Event description:
The customer reported the device will not work on ac power. No patient involvement reported.

Manufacturer narrative:
Failure investigation of the returned part indicated the failure of c56 prevented the power supply from operating on ac power.